Event description:
It was reported that the right ventricular (rv) lead alerted for superior vena cava (svc) impedance, the svc coil was then turned off. The rv coil then alerted for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.